Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. However, the data log was provided by the patient mother. The data was reviewed on (B)(6) 2014 and did not confirm the reported event of transmitter failed error.